Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent. A clip with a broken hook was partially loaded incorrectly into the jaws of the applier and was stuck in the bent rotation tab. The sample appears used as there is biological material present on the device. First, the broken clip was manually removed. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was able to load properly into the jaws of the applier and was successfully applied to over-stressed surgical tubing. This was repeated with the same result for the next five clips. On the seventh attempt, the clip fell out of the jaws upon loading. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another. The sample was received with 11 clips remaining, including the broken clip indicating that 4 clips were fired by the end user. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. Non-conformance 60047180 has been opened to further investigate the clip stacking issue. The reported complaint of "clip slipped when loading" was confirmed based upon the sample received. One sample was returned with its rotation tab bent. A clip with a broken hook was partially loaded incorrectly into the jaws of the applier and was stuck in the bent rotation tab. Upon functional inspection, the first clip was able to load properly into the jaws of the applier and was successfully applied to over-stressed surgical tubing. This was repeated with the same result for the next five clips. On the seventh attempt, the clip fell out of the jaws upon loading. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate this issue.

Event description:
It was reported that the clip slipped when loading for vessel ligation.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73f1800590. Investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip slipped when loading for vessel ligation.